Event description:
Customer alleged discrepant result with meter compared to lab. Several hours between results on (B)(6) 2011. Pt is (B)(6) and has been using the meter for 4 years. Pt had nosebleed on (B)(6) 2011 that the doctor attributed to dryness in the air. Pt began taking antibiotics after results on (B)(6) 2011.

Manufacturer narrative:
Per issue, pt is (B)(6). Per product user guide, "testing has been limited to subjects age 18 and older." This may contribute to unexpected inr or errors in testing. Per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 5.2, reference: 2.85, mean: 4.03, confidence limits: 2.3-5.7. Date: (B)(6) 2011, inratio: 4.1, reference: 2.68, mean: 3.39, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr from 1/10/2011 was excluded from data analysis because testing was done on a separate day. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in... Strip investigation was performed on lot 243934, as indicated on table 2 and 3. Table 2 (accuracy). Greater than + or - 1.0 bias is obtained on returned unit. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. Table 3 (accuracy) add'l investigations are performed on 1/20/2011. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 243934 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Pt's age may be a factor in customer's unexpected test results. Package insert indicated product for pt 18 and older. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Strip test records from previous cases indicated results met product performance when compared to the results from in vivo tests. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.